Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument. The fse cleaned the inject cup and bucket with hypochlorite. The buffer pump was also replaced. The instrument was successfully calibrated. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware failure. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: low ion-selective electrode (ise) results. There was no report of death or serious injury.

Manufacturer narrative:
Manufacturing investigation: beckman coulter field service engineer (fse) evaluated the instrument. The cause of the event is inconclusive.

Event description:
The following results were reported: sodium, potassium, glucose and chlorine.